Event description:
Boston scientific received information that this patient had received ten inappropriate shocks scattered throughout the day due to noise on the right ventricular (rv) channel. Therapy was not exhausted. The noise was reproducible during isometrics and resulted in pacing inhibition for greater than two seconds. The patient is not pacemaker dependent and does not report having any falls, blows to the chest or any other upper chest trauma. Lead impedance and sensing measurements were stable. A revision procedure was performed and extraction of the lead was attempted. However, the lead broke at the distal end of the distal coil and only the terminal to the proximal end of the distal coil was removed from the patient. The distal coil down to the fixation screw remains inside the patient. Also, during the extraction, the patient lost excessive amounts of blood and required two units of blood. It is the physician's opinion that the fracture is due to clavicular crush compounded by a axillary bypass graph sewn in next to the lead fracture site. He feels the excessive scar tissue from around the graph built up between the clavicle and first rib, pinching the lead and causing the fracture. At this time, the patient remains in the hospital and is still waiting for reimplantation of a new system. No adverse patient effects were reported.

Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.